Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during an office visit the right ventricular (rv) lead exhibited high pacing threshold measurements of 5 volts which had increased from 1.4 volts at implant. A steady rise in pacing impedance measurements since implant was also noted. The rv lead impedance had increased from 450 ohms to 600 ohms. It was noted that the rv sensing measurements had remained stable. A revision procedure was performed where the lead was successfully revised with good threshold measurements. The impedance was 650 ohms post procedure. The physician believed that the cause of the increased threshold measurements was due to a micro-perforation as the x-ray did not show any sign of dislodgement. No additional adverse patient effects were reported and the rv lead remains in service.